Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the healthcare professional had gone through the patient's chart and there was no mention of a lead or a paddle lead that was too big. The reporter stated there was no mention of any device malfunction.

Event description:
It was reported that on the day the ins was implanted, the patient¿s paddle leads had to be removed because they were too big. It was stated that the ins remained implanted and new paddle leads were implanted a month later.